Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude (0.4 mv). Trends showed a variable atrial threshold (4.0 v to 0.9 v), with the most recent atrial auto threshold being 2.6 v. This appears to be due to undersensing of intrinsic atrial beats with subsequent functional loss of capture. Technical services recommended further review of the programmed settings. The atrial lead remains in service. No adverse patient effects were reported.